Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in an explant kit, submerged in clear 0.2% glutaraldehyde solution. All leaflets were pliable and intact. All leaflets were in the closed position. All commissures were intact. One broken strut was observed on the outflow crown adjacent to paddle 1 (frame cell c81). The damage on the frame is suggestive of frame misalignment during the loading process. The valve experienced breakage of a frame strut, which is consistent with overloading while loading the valve into the delivery system and ultimately triggers a fracture. The concluded root cause is misloading. Conclusion: the valve was received in the analysis lab. Images were received for review. The image review showed two movie clips attached to this file. Both clips are of fluoroscopic load check with noted bent strut near the paddle pockets. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut system instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the valve frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, a misload occurred during loading (folded strut) and when the nurse attempted to unfold the strut in a warm saline bath, the strut broke. With confirmation and analysis of the broken strut from the product analysis, the most likely root cause for the bent strut was a use-related issue. Review of the device history record (DHR) and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, during the valve load process performed by a hospital staff nurse, a misload occurred. One of the valve frame struts was folded. The valve was placed in a warm saline bath, but the folded strut remained unchanged. The nurse attempted to manipulate the valve frame with her hands to unfold the strut and the strut broke. Subsequently, the valve was not used; a new valve was successfully implanted. No adverse patient effects were reported.